Event description:
It was reported that the patient came in for generator change due to eri. Upon interrogation, oversensed noise was noted on the atrial lead. The physician decided to cap and replaced the atrial lead. There were no adverse health consequences, the patient was in stable condition.